Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during implant defibrillation threshold (dft) testing, this subcutaneous implantable cardioverter defibrillator (s-ICD) successfully induced ventricular fibrillation (vf) with 50 hz. The device appropriately sensed and delivered a shock. Post shock the rhythm was asystole with the device provided post shock pacing at a rate lower than the programmed lower rate limit of 50 bmp due to oversensing. The asystole continued for longer than 30 seconds therefore external pacing was required until the patient's own rhythm returned after approximately one minute. The boston scientific field representative explained to the physician the device behavior and made them aware that if this were to recur in an ambulatory setting, the same scenario could occur but there would be no brady pacing after 30 seconds. The physician decided no further intervention was needed in terms of brady pacing support for now. The implant procedure was completed, and the device remains in service.